Event description:
Pt developed loss of pulse in right lower extremity, was taken to surgery emergently. A foreign body viewed as a closure device was removed from right common femoral artery and pulse returned.